Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial no: na, lot no: na, ud: na, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op that the device had the system was receiving high signals of over 1000uv when stimming bony area at 0.3ma. Ts had site change console to isolated power outlet. Ts had site reseat electrodes and try other ports on the pi. Ts had site switch from stim 1 to stim 2 ports. Ts had site switch pi connection from wireless to wired. Ts had site check to make sure all filters enabled in advanced settings. Ts had site increase rejection period incrementally from 3.1ms to filter out spike readings. Ts had site adjust low pass/high pass filter settings. Issue persisted throughout all troubleshooting steps. Site hung up after troubleshooting before ts was able to gather site/system information. There was no patient impact in this event.

Manufacturer narrative:
H6: d1102 code updated, previously updated fdc d16 code not applicable. Product ID: nim4cpb1 for coding : h6: d20 code updated, previously updated fdc d16 code not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.